Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure this right atrial (ra) lead exhibited no sensing and high out of range pacing impedances, measuring greater than 2000 ohms once connected to the implantable cardioverter defibrillator (ICD). Fluoroscopy was performed and the lead was in the same position. The ra lead was removed and the terminal pin was cleaned off. When the ra lead was reconnected to the ICD the same results occurred. The ra lead was then tested on the pacing system analyzer (psa) and again the same results occurred. It was noted the physician was unable to retract the helix mechanism as well. This ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.